Event description:
Country of ocmplaint: (B)(6). Upon opening the blister the needle and thread were both present, needle was not attached to thread.

Manufacturer narrative:
Reported device not marketed in the u.s. However similar product / processes are. Manufacturing site investigation: samples received: 1 open unit. There ware no previous complaints of this code batch. (B)(6) units of this code batch were manufactured and distributed, there are no units in stock. Received one open and manipulated sample with the needle detached from the thread and the thread is still wound on the pack. Without closed samples testing can not be performed. Reviewed the batch manufacturing record, this product had anormal process and the results during the process fulfill OEM requirements. Corrective/preventive actions: not applicable.